Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was a foley catheter identified last week that was not draining properly, therefore leaked all around the foley. The nurse removed it and inserted a new one the next day. Allegedly, the patient tested (B)(6) for cauti on (B)(6) 2018.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. We were unable to review the labeling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that there was a foley catheter identified last week that was not draining properly, therefore leaked all around the foley. The nurse removed it and inserted a new one the next day. This resulted in the patient tested positive for caution on (B)(6) 2018.